Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and cubie pockets was not detected on bus. A field service engineer (fse) identified multiple cubie failures in the half height drawer 3.1 and re seated the cables for the row board controller board and confirmed that all components tested okay afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 6main_b_main 2.2 the cubie drawer failed to open, and multiple pockets within the drawer were not detected on the bus. The unit was powered off and restarted; however, the issue persisted with no resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.